Event description:
Procedure: low anterior resection according to the reporter: lap low anterior. Egia60amt was properly loaded and cycled on the idrive ultra handle. The surgeon articulated the reload as far as it would go and closed over the tissue. While closed on the tissue the reload "snapped" back into the straight position. It didn't make the usual sound; it just snapped back. She opened the jaws and tried to articulate again and it did not articulate either way. Rotate did work. We put another egia60amt on the device and it would only articulate to one side, but not the other. This was only the second case with this device. First case was the day prior and surgeon did articulate to one side, but didn't try both sides so it is unknown whether this would have been an issue in the first case. To troubleshoot, I put my demo adapter on the handle that was used and it worked properly, so I believe it is just the adapter that is to blame. We opened a manual handle and used it with the same two reloads that were on the idrive and it worked just fine. The patient is fine. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturers reinforcement material was used. No other manufacturers product was used. Additional information please confirm that product will be returned for investigation. Yes. What is the lot number for the reloads used with this stapler? Unknown. For the endo gia adapter standard (egiaadapt), what is the serial number? (B)(4). Did the surgeon begin the firing when the articulation back to center occurred? No. Which direction was the reload able to be articulated? I believe it still works to the right, but not the left. I will confirm tomorrow when I have a battery and can test it out.

Manufacturer narrative:
(B)(4).